Manufacturer narrative:
Ptc investigation results were provided on 08-jun-2015: ptc global number: (B)(4). Final assessment: according to the complaint narrative, the insert was damaged (most likely the distal tip of the insert) during release from the catheter. As of 11-may-2015, since no product has been returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the bend angle of the tip to confirm that it is within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a tip being bent or stretched during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported and a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Based on ptc results, the event was recoded to medra pt: device physical property issue. Case was considered non-incident. Follow-up received on 12-jun-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Follow-up received on 17-jun-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c64470; production date: 10-jun-2014; expiration date: 30-jun-2017. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. Only micro-inserts were received. Distal tip of one micro-insert was bent. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product technical issue reported and a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and essure distended on release during the procedure. Patient had no injury. This event was initially interpreted as suspicion of device breakage and case was regarded as other reportable incident. However, upon receipt of product technical analysis (ptc), it was informed that the insert was probably damage at the distal tip during the release (tip was bent or stretched). Therefore, the event was regarded as device shape alteration associated with essure insertion procedure and case was downgraded to non-incident. Follow-up information (procedure description) is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 the patient started essure (fallopian tube occlusion insert) with lot number c64470. On (B)(6) 2015, essure distended on release. No incidence on the patient. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that essure distended on release. This event, interpreted as suspicion of device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, the device breakage was considered as suspicion and further details are required. A causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the suspicion of device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.